Event description:
It was reported that during an unspecified procedure, the tip of a choice es guidewire sheared off. The lesion being treated was located in the right coronary artery. Following wiring of the lesion, a liberte stent was successfully deployed. Upon removal of the choice es guidewire, the tip was sheared off in the proximal end of the stent. Angiography revealed that the guidewire tip remained trapped between the stent and the vessel wall, so it was left in the body. The procedure was not completed due to this event. No further pt complications were reported and pt status was reported as 'okay'. Add'l info regarding this procedure has been requested.